Event description:
A customer reported an issue related to their blood glucose, which was displayed as "high" without specifying the exact value. To address the high blood glucose, the customer administered a correction bolus via their pump and received guidance from technical support on adjusting settings, with the recommendation to consult their healthcare provider for further assistance.